Manufacturer narrative:
The device passed displacement test, rewind, self- test, off no power test, unexpected restart error test and basic occlusion test. The device was unable to prime during prime test due to moisture damage on the force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No frozen screen noted during test and time clock advances properly. The device was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. All buttons functioned properly. However, found moisture damage on the keypad traces. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's mother reported that the time on the insulin pump did not advance. The customer's blood glucose was 183 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.